Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2011-(B)(4), product type lead. (B)(4).

Event description:
It was initially reported that the patient was still doing poorly after treatment. It was stated they were also doing poorly to begin with and that is why they had the treatment. Follow up information received from the healthcare professional (hcp) reported that cause of the issue or if any malfunctions of the patient¿s implantable neurostimulator (ins) system were seen could not be determined. An intervention of a gastrojejunostomy was reported. It was also reported that the patient did not experience 50% or greater symptom relief. The patient outcome was reported as ¿poor response¿. If additional information is received, a follow up report will be sent.